Manufacturer narrative:
The rep stated that the patient's femur bone fractured during impaction of the femoral implant, and that the surgeon notched the anterior femur when using the f4 ap cut guide. The cad models were reviewed and were designed correctly. The f2 alignment guide, f3 distal cut guide, and f4 ap cut guide were all designed correctly with no notching of the anterior femur. The rep was asked if the surgeon ensured the distal resection was checked for flatness, if the surgeon used the angel wing and f4 stylus prior to resecting the bone to ensure jig placement was correct, or if the surgeon placed the f2/f3 into extension. No answers have been received after repeated attempts. Without the physical jigs being sent back for further investigation, the root cause for the anterior notching is inconclusive, although most likely surgeon error. It is also unclear if the anterior notch was related to the femoral fracture, or an existing pre-op condition of the patient, or surgeon technique. Post op xrays were requested but have not been recieved. There is no indication that the implant or impactor had anything to do with the fracture. These cad models were reviewed and were designed correctly. The cause for the fracture is also inconclusive.

Event description:
It was reported a femur was broken while impacting the femoral implant.